Manufacturer narrative:
D10: 300-01-09 - equinoxe, humeral stem primary, press fit 9mm (B)(6). 315-35-00 - glnd kwire (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-31-36 - glenosphere, 36mm (B)(6). 320-35-01 - small glenoid plate (B)(6). 320-36-00 - 145-deg pe 36mm hum liner +0 (B)(6). 531-20-00 - shldr gps rvrs drill kit (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6). A10012 - gps implant kit v2 (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on an unknown side. Subsequently, the patient reported that their shoulder freezes. As a result, the patient requires a revision which is scheduled for a future date. No further patient impact reported. No further information available.